Event description:
Information received indicated the angiograms will be forwarded to aga review. The physician reported the following information: under carbocaine local anesthesia a 9f introducer was placed in the left femoral vein. Under carbocaine local anesthesia an 8f introducer was placed in the right femoral vein. An 8f intracardiac echo (ice) probe was then advanced to the right atrium. Images were obtained and interpreted. (See report below). Via the above mentioned right femoral vein, the asd delivery system was advanced to the right atrium and the septum crossed using a multipurpose catheter. An amplatzer wire was then advanced to the pulmonary vein to guide placement of delivery sheath into the left atrium. A 4mm amplatzer asd occluder device was then deployed under direct fluoroscopic and ice guidance. Upon repeat fluoroscopy the device was then noted to loosen and free itself from the septum and advanced itself to the distal abdominal aorta. A 35 mm snare and a biotome were used to retrieve the device via the right femoral artery. The asd delivery system was then once again advanced to the left atrium and a 10 mm amplatzer asd occluder device (9-asd-010, m06n21-42, 221004) was successfully deployed under direct fluoroscopic and ice guidance. A second ice interrogation was performed of the valves, systolic function, and atrial septum. Ice findings: normal lv size and function. Normal mitral/tricuspid/aortic valve morphology without significant stenosis or regurgitation. Small asd present with left to right color doppler analysis. Additional information indicated ice with doppler analysis was used to measure the defect. The cable was not being rotated while advancing through the sheath.

Manufacturer narrative:
Examination of the returned components revealed no defects microscopically. The device was measured and the size was confirmed. The device was load tested with test 6f loader with minimal effort.